Event description:
Boston scientific crm received information that at the implant procedure for this implantable cardiac defibrillator (ICD), difficulties were encountered with securing the right ventricular (rv) lead. The rv lead was inserted in the device but no rv pacing occurred. The rv lead was then pulled out and reinserted with resulting good numbers. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates this device was explanted and returned.